Manufacturer narrative:
Investigation: no samples (including photos) were returned. DHR for lot number 7059555 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383313 with lot number 7059555 was manufactured on march 6, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this lot number 180 samples were activated by qa tech to perform 3 test of pull force. Stylet/cannula removal force through inserter wings. Stylet/cannula removal force through the prn component. Outer safety sheath disconnection force from prn component. No values out of specification or problems during activation or exposed cannula were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Detached when clamping to pull the guidewire, leaving the yellow hub in the hand of the nurse. There was no report of injury or medical interventions.